Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a difficult to be withdraw and undeployed stated was hard to achieve. Device stop performing in the middle of procedure. Undeployment and retrieving the device into the sheath was almost impossible. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.